Manufacturer narrative:
The investigation determined that discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results were obtained from a patient sample when processed using vitros cov2igg reagent lots 0185 and 0210 on a vitros 5600 integrated system. A definitive assignable cause for the discordant reactive results could not be determined with the information provided. The only patient information provided is that the patient had travel history within the country, they had a fever for previous 4-5 days and diarrhea. There was no pcr test performed, no other antibody testing performed and there is no indication that these tests will be performed for investigation purposes. The vitros cov2igg instructions for use does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. A review of quality control results for vitros cov2igg indicate that the performance of the vitros cov2igg reagent lot 0185 and lot 0210 could not be confirmed as acceptable on the day of each event as both levels of controls were not processed. Therefore, a vitros cov2igg reagent lot 0185 issue and a vitros cov2igg reagent lot 0210 issue could not be ruled out as potential contributing factors to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cov2igg reagent lots 0185 and 0210. There was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Cellular debris, due to poor sample preparation was potentially present in the affected sample, although this could not be confirmed. Email address for contact office (B)(4).

Event description:
The customer reported discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results were obtained from a patient sample when processed using vitros cov2igg reagent lots 0185 and 0210 on a vitros 5600 integrated system. Vitros cov2igg lot 0185 = 8.1 s/c (reactive) versus expected non-reactive. Vitros cov2igg lot 0210 = 3.94 s/c (reactive) versus expected non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg results were reported from the laboratory. Ortho has not been made aware of any allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers 32111169, 32111730/ ivd 477098. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved.